Event description:
Purewick was placed to suction. When the patient voided, the purewick leaked on the patient and the bed, requiring pericare. The patient experiences pain due to turning and movement of the lower left extremity wound.